Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was starting and stopping with an occlusion and beeping noise. It was reported that troubleshooting was unsuccessful, and the patient was given another pump to use. No adverse patient effects were reported. No additional information is available at this time.